Event description:
It was reported that the device could not be interrogated. A magnet application did not yield any beeping tones from the device. The device was checked two years ago. It has been implanted less than six years. The doctor explanted and replaced the device. There were no additional adverse patient effects.